Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the patient was recharging the ipg everyday, as such, the patient stopped recharging the ipg rendering the ipg inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.